Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infection due to unknown patient.

Manufacturer narrative:
Correction: b3 additional information: b5, g1, h10 clinical statement: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infection due to unknown patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information has not been provided.